Event description:
Approximately one month later the product was returned from a funeral home. An online obituary search indicated the patient passed away on (B)(6) 2013 at home. The local field representative was contacted and confirmed after speaking with the patient's physician there were no allegations that the product or recent upgrade procedure caused or contributed to the patient's death. The physician noted that the cause of death was not known, but that the patient's health had been getting worse for awhile.

Event description:
Boston scientific received information that during the pre-discharge check one day post implant, the field representative noted that the right ventricular (rv) lead exhibited high out of range shock impedance measurements when programmed rv to right atrial (ra). When the impedance was checked in with coil to can configuration the impedance measurement was within range. It was noted that at the change out procedure the shock impedance measurement was also within range. There was concern over a possible connection or setscrew issue. However no x-ray was taken and the physician opted to program the device to shock between distal coil and can, which yielded appropriate impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed at 205 mm from the terminal pin and only the proximal segment was returned. Set screw marks were observed on the is-1 terminal pins, the distal high voltage termin pins and one proximal high voltage terminal pin. No discernable set screw marks were noted in the is-1 ring assembly. Resistance testing was then completed to assess the leads electrical integrity. Measurements throughout this test were within normal limits. Laboratory engineers were unable to confirm the field allegation of high shock impedances by analysis. Engineers noted as there was only one set screw mark on the proximal high voltage terminal pin, and two on the distal pins; it may be possible there was an improper connection between the header and the proximal terminal pin, however this was not confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.